Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption and the customer received a continuous glucose monitor (cgm) error. Customer's blood glucose level was 96 mg/dl. Reportedly, the pump was reset prior to troubleshooting with tandem technical support resolving the issues.